Manufacturer narrative:
(B)(4). Examination of the returned device revealed the adaptor was stripped. The investigation attributed the root cause of the event to device damage/wear from normal use and servicing. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was reported for unknown reason. No surgical delay.